Event description:
It was reported by the caller, that during the case on friday, (B)(6) after finishing pulsing the cavotricuspid ishmus (cti) line, the physician moved the farapulse¿ pfa catheter to the ventricle and the catheter got stuck on a leaflet and it was noted that a leaflet was torn off from the valves. Tried to use map replay to find when the issue had happened but could not find anything there and nothing could be done or said and just appeared to be a physician error. Tried assisting by looking in ultrasound also, but could only see that the leaflet was not behaving normally. No medical intervention was provided to the patient, they monitored the patient for a little bit after but nothing else was done. The patient was in stable condition before leaving the hospital on friday. The caller stated did not have any information regarding the catheter catalog or serial/lot numbers for the cs catheter and soundstar catheter that was in the body at the time of the incident. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.